Manufacturer narrative:
Unit received with constant pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Unit received with fading serial number label and broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the clip rails and not holding a belt clip anymore. No harm requiring medical intervention was reported. The device will be returned for analysis.